Event description:
Ous MDR - after an implantation time of about 34 months, the pt was admitted to the hospital because of syncope. It was reported that the pacing impedance was too high (>3200 ohm) and the pacing threshold was increased. No deterioration of the pt's state of health was reported. The pt was psychologically anxious because of the syncopes. No event date was provided. There was no indication of any sort of intervention performed.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.